Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced vomiting, weakness, and loss of appetite and went to the emergency room (ER). A gastrointestinal infection was suspected, and the patient was not admitted to the hospital. On (B)(6) 2021, the patient experienced vomiting and weakness. On (B)(6) 2021, the patient experienced bloody stool and was hospitalized. Gastroscopy showed a bleeding ulcer in the stomach, near the internal retention plate. On (B)(6) 2021 and (B)(6) 2021, the patient received 2 units of blood. The peg-j tubing was not removed. On (B)(6) 2021, further information received reporting that the ulcer developed behind the internal bumper of the peg tube due to decubitation of the gastric wall. On (B)(6) 2021, the patient was discharged from the hospital.